Event description:
Event [preferred term] (related symptoms if any separated by commas) diabetic coma [diabetic coma], lost part from the pen which was the cartridge holder [device issue], missed the dose- due to lost part from the pen which was the cartridge holder [drug dose omission by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "diabetic coma (diabetic coma)" with an unspecified onset date, "lost part from the pen which was the cartridge holder(device component missing)" with an unspecified onset date, "missed the dose- due to lost part from the pen which was the cartridge holder(drug dose omission by device)" with an unspecified onset date, and concerned a 836 months old female patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: 25 u morning, 15 u at night) from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen: mixtard 30 hm penfill: current condition: type 2 dm(since 2006), hypertension. On an unknown date, patient suffered from diabetic coma during using mixtard and missed the dose (medication error). Patient missed the dose from 2 weeks then patient said it was due to lost part from the pen which was the cartridge holder) then when patient stopped it, she had a coma once and patient's hba1c (glycosylated haemoglobin) was 6.5 %, fbgl(blood glucose) after coma was 118 mg/dl and ppbgl(blood glucose) was 180-215 mg/dl. Batch numbers: novopen: unknown mixtard 30 hm penfill: rr72lw9 action taken to mixtard 30 hm penfill was not reported. The outcome for the event "diabetic coma (diabetic coma)" was recovered. The outcome for the event "lost part from the pen which was the cartridge holder(device component missing)" was not reported. The outcome for the event "missed the dose- due to lost part from the pen which was the cartridge holder(drug dose omission by device)" was recovered. Reporter's causality (novopen) - diabetic coma (diabetic coma) : unknown lost par.t from the pen which was the cartridge holder(device component missing) : unknown missed the dose- due to lost part from the pen which was the cartridge holder(drug dose omission by device) : unknown . Company's causality (novopen) - diabetic coma (diabetic coma) : possible . Lost part from the pen which was the cartridge holder(device component missing) : possible . Missed the dose- due to lost part from the pen which was the cartridge holder(drug dose omission by device) : possible . Reporter's causality (mixtard 30 hm penfill) - diabetic coma (diabetic coma) : unlikely lost part from the pen which was the cartridge holder(device component missing) : unknown . Missed the dose- due to lost part from the pen which was the cartridge holder(drug dose omission by device) : unknown . Company's causality (mixtard 30 hm penfill) - diabetic coma (diabetic coma) : possible lost part from the pen which was the cartridge holder(device component missing) : possible . Missed the dose- due to lost part from the pen which was the cartridge holder(drug dose omission by device) : possible. The event onset date is not reported in the case. However, the incident dates are captured to en-sure the mir form is generated. References included: reference type: e2b linked report reference ID#: (B)(4) reference notes: linked case.

Event description:
Case description: investigation results:name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Investigation results:name: mixtard 30 penfill3 ml 100iu/ml, batch number: rr72lw9. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission case was updated with following information: investigation results updated. Device tab: is non reportable and malfunction fields updated to no EU/ca tab: expected date of follow up removed, further investigation and final report was ticked. Device addendum: annex b c d g codes updated. CAPA comment updated in eol. Narrative updated accordingly. Final manufacturer comment: 17-feb-2026: the suspected device novopen (specific name of the device unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Elderly age of the patient and underlying medical condition of diabetes mellitus are significant confounding factors for the development of diabetic coma. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name:novopen batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.